Event description:
It was reported that medication (tranexamic acid) started prior to transfer between units. A pool of fluid was observed on floor below IV pole. All medication from bag emptied on floor. A new bag of medication had to be obtained from pharmacy. There was no patient impact, no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Relevant history: acute bleeding requiring txa administration.

Manufacturer narrative:
Product grid revised-suspect changed from pri tubing to: 2426-0500. Additional information added to: a2, a3, b3, d4, d10, d11, g5, & h6. (Patient code). The customer¿s report that the tubing separated and leaked at the upper fitment was confirmed based on inspection. The separation was at the engagement between the primary set's upper fitment and silicone segment components. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Further inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Visual inspection under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification(s). The cause of the leak was due to the separation. The root cause of the separation was not identified.

Event description:
It was reported that medication (tranexamic acid) started prior to the transfer between units. A pool of fluid was observed on the floor below the IV pole. All medication from the bag emptied on to the floor. A new bag of medication had to be obtained from pharmacy. There was no patient impact, no patient care was delayed and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient information was requested, but not provided.

Event description:
It was reported that the tubing leaked.